Event description:
It was reported that pump displayed malfunction alarm ¿malf 9¿ with fault ID 0x20f1 and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.